Event description:
On (B)(6) 2010, the customer reported that they were retesting approximately 200 pediatric patients because they had failed the (B)(6) proficiency test event and felt that the analyzer had been malfunctioning since that time. Leading up to this, the customer had initially called on (B)(6) 2010, to report that he felt there were issues with the lead controls in the previous two weeks. For instance, on (B)(6), he ran level 2 control multiple times in succession. Results obtained were 30, 31, 4.9, 27, 29 (all in range except the 4.9). He mentioned that his colleague also had documented a few instances which control result was low. After further investigation, it was determined on (B)(6) 2010, that the root cause was the analyzer, not the lead controls. The analyzer was evaluated and it was found on (B)(6) 2010 that liquid had apparently been spilled on the analyzer. The spill left a residue inside the unit. Engineering review confirmed that the residue from the spill could cause the problem reported by affecting the potentials and sensor signals.

Manufacturer narrative:
Customer continued to use analyzer after they had trouble getting control readings in range. The user instructions clearly state, they should not proceed with patient samples unless the control results are within the acceptable ranges.